Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals and rv intrinsic amplitude out of range per collected data. The (B)(6) technical services (ts) consultant could not suggest updating the programming to single pacing since the ts consultant did not know if the patient has history of heart block. The ts consultant confirmed that this rv lead did not over sense and patient was not dependent. As of this time, this rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).